Event description:
On (B)(6) 2025, this 61-year-old female patient underwent endovascular treatment for marfan¿s syndrome; the procedure involved the aortic pathology with bilateral iliac involvement. The patient was treated with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and four viabahn® vbx balloon expandable endoprosthesis (vbx device). The sites were accessed both percutaneously and by cut-down. On (B)(6) 2025, it is noted the patient has a right groin wound infection. This is noted to be procedure related and required treatment. The ipsilateral femoral artery is involved. On (B)(6) 2025 the patient underwent a washout, wound vac placement, and received antibiotics. No further information is provided at this time.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retraction: after further review, it was determined this vbx device did not cause or contribute to the access site infection. Therefore, manufacturer report #2017233-2025-06565 is being retracted. There is no reportable allegation of device deficiency or malfunction.